Manufacturer narrative:
Additional information was added: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. A functional testing was performed including pressure testing and clear passage and no issue noted. Additional priming test was performed which observed that the device would not flow. The reported condition was verified. The cause of the condition is a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp solution set would not flow. The device was filled with 50g of lipids in 250ml. It was further reported the ¿lipids would not flow through the filter.¿ ¿the check valve was inverted and tapped, the bag was not initially squeezed but after the lipid would stop flowing at the filter the bag would then be squeezed.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.